Event description:
It was reported that a bd vacutainer® sst¿ had poor barrier separation.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the DHR could not be performed as the batch number is unknown. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Bd acknowledges that the customer has had an issue with the attached catalog number. Based on the severity and occurrence of the reported condition there will be no further actions.

Manufacturer narrative:
The previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date device manufacture date.

Event description:
It was reported that a bd vacutainer® sst¿ had poor barrier separation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® sst¿ had poor barrier separation.